Event description:
The customer returned the device for evaluation and repair for the issue of the guide wire not rising properly, with possible issue with the cross eye, as observed during an unknown procedure. There is no reported harm to the patient. The device was reprocessed per the standard steps. Upon evaluation of the returned device, it was observed that the forceps elevator has presence of foreign material. In addition, the distal end cover (c-cover) is dirty. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material in the forceps elevator and the c-cover being dirty as observed during device evaluation.

Manufacturer narrative:
Due diligence is being performed for this event. Additional information is not yet available. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator has presence of foreign material. In addition, the distal end cover (c-cover) is dirty. This is attributed to insufficient cleaning. Other observation for the device: due to a pinhole on distal end rubber coating (a-rubber), water tightness is lost; adhesive on a-rubber is detached; due to wear of angle wire, bending angle in up/right direction does not meet the standard value; and due to wear of angle wire, the play of up/down and right/left knob is out of the standard value. The user¿s complaint of guide wire not rising properly was confirmed. There was no issue found with the cross eye. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, sbc (service business center) was not able to specify the cause of dirt left on the plastic cover nor identify foreign material. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Therefore, root causes of the reported events were unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states as follows: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer and for the foreign material found. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, d10, g3, g6, h2, and h10. The foreign material found in the device could not be identified. Patient information, including pre-existing medical conditions, is not available. For reprocessing of the device, the customer follows the recommended steps as per instructions for use and training given by olympus field engineer. There is no delay to pre-cleaning of the device which is performed within the hour. However, the facility has frequent changes of trained staff. Maj-1888 brush is not used for this device.

Event description:
Addendum feb 21, 2023: the procedure was therapeutic endoscopic retrograde cholangiopancreatography (ercp). The customer reported issue occurred in the middle of the procedure. The procedure was even so completed with the same device. There was delay to the completion of the procedure due to this event. However, the doctor came in for the procedure half an hour late. The patient did not need to be given additional anesthesia. The device was inspected prior to use with no issue noted.